Event description:
It was reported during an in-clinic follow-up, the right ventricular (rv) lead was noted with a high capture threshold. The physician elected for a rv lead revision procedure. During revision, the rv lead's helix failed to extend, and there was material deformation of the lead tubing, which caused the lead unable to be used. The physician elected to explant and replaced the rv lead. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The reported events of material deformation and the helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. The lead showed an over-torqued inner coil, twisted outer insulation, and an extended helix clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque to the connector pin, and the helix length measured within specifications. The helix mechanism issue was caused by the helix being clogged with blood/tissue and over-torquing of the inner coil. The material deformation was due to procedural damage. The reported loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.